Event description:
While performing a laparoscopic appendectomy, the stapler was placed on the appendix. During placement of the grey load the stapler locked on the appendix and was unable to be removed. Surgeon used clips and cut around the appendix and removed the appendix with the stapler attached and with the trocar. Unable to use endo bag, so appendix was taken through an incision.